Manufacturer narrative:
Visual inspections were performed on the returned device. The reported failure to deploy the suture was confirmed as a needle to cuff miss. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement with a proglide device was attempted in the right common femoral artery via 8fr sheath using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, when attempting to place the proglide device, it deployed as expected; however, misfired. The aaa procedure was completed and hemostasis was achieved using another closure device. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.